Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient passed away due to vasoplegia. The patient's outcome was not device related and that the device operated as intended. There were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death. The device will not be returned for evaluation.

Manufacturer narrative:
Main investigation conclusion a direct correlation between the reported events (vasoplegia, patient outcome) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. It was reported that the patient expired due to vasoplegia. No alarms were reported for this event. The center reported that the device operated as intended, and the patient outcome was not considered to be device-related. The center reported that hm3 lvas, serial number (B)(6) would not be returned for evaluation. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the hm3 lvas. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.